Event description:
Additional information received reported that the steps taken to resolve the reported issue was noted the patient had called the manufacturer and did some tests over the phone, sent a new programmer but still did not work. They saw the health care provider (hcp) and manufacturer representative at the hcp's office to test stimulator did not work again. The hcp ordered an x-ray to see the position of the stimulator, then surgery was determined to fix the problems. The patient had surgery on (B)(6) 2015.it was noted that the replacement programmer resolved the telemetry issue. It was noted that the bowel symptom had been resolved for the most part. It was noted that a new battery was put in and a new lead and the replacement has helped the patient about 65%, which was great for the patient's issue.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va0ctze, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported that the patient had a sudden change in symptoms in (B)(6) 2015. The patient was having some accidents and it was getting worse every day. The patient had allergies and recently had a cough, like chest congestion. The patient also had a colonoscopy and realized the change in symptoms occurred just after the colonoscopy. The patient called and was told they did not need to turn stimulation off for the colonoscopy. The patient programmer would not interrogate. The poor communication screen was on the programmer. The patient was not recently implanted and did not have revision surgery. The patient used an antenna and unplugging the antenna and placing the programmer directly over the implantable neurostimulator (ins) did not resolve the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.